Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel, which was noted on a stored egm. The ICD was reprogrammed.

Event description:
New information received notes that further episodes of post-paced t-wave oversensing were observed. Reprogramming was recommended.

Event description:
New information received indicated that patient presented to the clinic for follow-up with device exhibiting another instance of post-paced t-wave oversensing after programming changes were made. Further programming changes were recommended and will be made when patient returns to the clinic in a few months for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.